Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation into this event.

Event description:
Received a medwatch stating that a patient had mesh implanted to repair an umbilical hernia and it failed to incorporate into the tissue.